Event description:
The customer reported that they were unable to hear the patient in the scan room via the system intercom. The field service engineer evaluated the system, determined that the gantry audio board had failed, and replaced it to resolve the issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).